Manufacturer narrative:
There have been multiple attempts to receive further information regarding the device, however, the explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to confirm the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this bioprosthetic valve was explanted after an implant duration of eleven (11) years, six (6) months due to degenerative prosthetic aortic stenosis (as). This was replaced with a 25 mm pericardial bioprosthesis. The patient tolerated the procedure well and there were no complications.